Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an occlusion of the right common iliac. Vessel morphology was not reported. It was reported that the patient presented with an occlusion of the right common iliac. The physician decided to treat the patient with an aui device up the left side and extended with a 16x16x93 endurant iliac. After ballooning the physician identified stenosis in the left iliac and decided to place a balloon expandable stent in the left common iliac limb. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).